Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/27/2016 to report that on (B)(6) 2016, the g5 mobile application had no audible high alerts. There was no report of injury or medical intervention. No additional patient or event information is available.